Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a low readings issue with the freestyle libre 2 sensor. The customer experienced unspecified symptoms, self-treated with insulin, then had contact with a healthcare professional who diagnosed customer with hyperglycemia. The customer was treated with additional insulin and saline via IV. Comparison results, taken at unknown time, of 73 mg/dl, 66 mg/dl, and 83 mg/dl from sensor compared to 311 mg/dl, 438 mg/dl, and 'hi' (> 500 mg/dl) from built-in meter were reported. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.